Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing reference number: 2017865-2020-14564, 2017865-2020-14554. It was reported that the patient presented with endocarditis. There is no known allegation from a health professional that suggests the infection was related to the biventricular implantable cardioverter defibrillator system. It was noted that the right ventricular and left ventricular leads exhibited vegetation. The physician explanted the device, left ventricular lead, right ventricular lead, and competitor right atrial lead. The patient was discharged on (B)(6) 2020.

Manufacturer narrative:
Analysis was normal. No anomalies were found.